Event description:
Healthcare professional reported right-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, delamination total of the valve (adhesive failure) and cracked valve seat diaphragm valve. Additional observations: creases observed on the shell. Wear observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional further reported "valve delaminated from shell".